Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed that the data for the date of the event had been overwritten due to continued use. No evidence of loss of prime was observed. One cs 162 warning after a rewind was observed on (B)(4) 2016. During testing, the ez-prime steps were performed correctly and the pump successfully completed the 24 hour duration test with no cs 162 loss of prime warnings occurring. The pump was found to perform within specification. The complaint of a loss of prime issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.